Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "dr. (B)(6) states he has encountered difficulty getting a blood return when accessing the vessel. Dr. (B)(6) has been using our (B)(4) product for over 15 years and claims neither he nor his colleagues have experienced this issue in the past". There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was not delayed or interrupted.

Manufacturer narrative:
Qn#: (B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 12/08/2017, was sent in error.

Event description:
The customer reports: "dr. (B)(6) states he has encountered difficulty getting a blood return when accessing the vessel. Dr. (B)(6) has been using our ra-04020 product for over 15 years and claims neither he nor his colleagues have experienced this issue in the past". There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was not delayed or interrupted.